Manufacturer narrative:
(B)(4).

Event description:
It was reported by the consumer that "my eye has sustained severe burns and I have had to miss my employment and incur costs to care for my son." Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date.